Event description:
I rinsed my contact lens with a new bottle of opti-free express contact lens solution -alcon-and experienced a burning sensation; the contact lens dehydrated and stuck to my eye. I did not use the solution for five days afterward, then tried it again. I experienced the same effect on my eyes. During those intervening five days I used, a different bottle of the same solution with no problems. The lot number of the bottle of opti-free that producted eye problems tonight -2009- is; exp date: 2010/12. Frequency: daily use, route: ophthalmic. Dates of use: 2009. Diagnosis or reason for use: to clean contact lenses. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.